Event description:
This report is to advise of a fractured and detached tip found in the catheter during investigation.

Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The flex tip of the catheter was received with the tip was fractured and detached. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause was determined to be removal of the catheter from its packaging.